Manufacturer narrative:
Correction: b5 and h6.

Event description:
Voluntary medwatch received states that the patient presented with an noise exhibited by the right atrial lead. Programming interventions were made. No adverse patient effects were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #mw5156141.

Event description:
Voluntary medwatch received states that the patient presented with an noise exhibited by the right atrial lead. No adverse patient effects were reported. No further information was available.